Event description:
The following has been reported: biomed reported: "red alarm, no patient harm reported." A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for air compressor failure. During initial testing the pump made excessive pneumatic recharge attempts before failing and alarming. An internal investigation found the air compressor has a pinched wire. No additional damage was identified.